Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 675 mg/dl with ketones. Reportedly, the customer went to the emergency room on (B)(6) 2026 and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day. Ultimately, the customer reverted to an alternate method of insulin delivery.